Event description:
Event description boston scientific crm received information that this transvenous defibrillation lead dislodged. This observation was made the same day as implant. The information indicates that this device was reposition without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation.